Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: 8mm clips were applied on right gastric artery, right gastric vein and artery under pylorus. At the 4th firing with 12mm, it was confirmed with endoscope the clip was closed properly on left gastric artery, but the cartridge itself fell into cavity when the device was removed from vessel. The surgeon cut the vessel first and was about to retrieve the fallen cartridge, and clip on vessel came off and bleeding occurred. Procedure was converted to open and completed with further problem. The patient's condition is stable. Bleeding was less than 200cc. There was no tissue damage. The fallen cartridge was retrieve. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.